Event description:
It was reported that both the atrial and ventricular leads had pulled back via a review on x-ray, and no capture was noted. Both leads were explanted, and new leads were implanted. The physician suspected the patient pulled the leads back on his own, and there was no allegation against the leads. The patient was in stable condition with no adverse health consequences.